Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect troponin result on one patient. The results provided were: initial = 1.282ng/ml (reported to physician) / lab has a repeat rule so the sample was re-centrifuged and retested = <0.010 (lab's normal range is anything below= 0.01). The customer ran the sample several times (<0.010) and then sent the sample to a reference lab = <0.010. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer observed that the pre-trigger and trigger level sensor caps were not correctly positioned on the bottles while troubleshooting the issue. The pre-trigger and trigger level sensor caps were then installed correctly, the troponin-I assay was recalibrated, and to date the customer has not reported any additional discrepant patient results. A review of the architect i1sr60023 service history was performed and identified no contributing factors on or around the date of the complaint. There were no additional elevated results observed after the adjustment of the trigger/pre-trigger level sensors caps. A review of labeling found the architect systems operations manual addresses: troubleshooting of elevated results including, improper sampling handling/ sample integrity, the tightening of tubing connections; and adequately addresses the replacement of trigger solution bottles, in conjunction with instructions and graphics for the correct seating of the level sensor assembly and cap into the new bottle. Results can be adversely affected if the trigger is not loaded correctly. A review of tickets for the pre-trigger level sensor (list number 08c94-67) or trigger level sensor (list number 08c94-66) identified no additional complaints or trends for the issue. Based on the investigation no product deficiency was identified for the architect sn i1sr60023 nor the pre-trigger level sensor (list number 08c94-67) or trigger level sensor (list number 08c94-66).